Event description:
It was reported that during a supply change the patient removed the cannula without rewinding the device and drew blood while removing the cannula, after which the patient cleaned the minor wound and proceeded with agent-guided steps to complete the change. Symptoms included a minor bleeding event at the infusion site. Outcomes included successful continuation of therapy with no alerts, no alarms, and no further issues. Investigation included customer care troubleshooting and user education on proper cartridge and infusion set change workflow. Investigation of this case revealed user handling error related to failure to perform the rewind step before removing the infusion set and cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.